Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, during the first attempt to implant the left ventricular lead, it dislodged from the posterolateral cardiac vein. During the second attempt, the guidewire was unable to insert into the lead. The issue persisted after flushing the lead. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.